Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
(B)(4)

Event description:
Patient received inappropriate shocks as a result of lead dislodgement. X-ray revealed that the lead had pulled back into the atrium. The lead was explanted.

Event description:
It is reported that pt was revised due to loosening.